Manufacturer narrative:
(B)(4): physio-control determined the cause of the internal battery depletion to be two electrically leaky filters, designator fl10 and fl11, from the analog pcb assembly due to process residue under the components. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
It was reported that the device illuminated the charge pak and attention icons. Physio-control evaluated the device and found that the internal battery was depleted to a critical level. The device was not able to deliver defibrillation therapy. There was no pt use associated with the event.